Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the leadless ipg had been previously reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: previous regulatory report submitted 9612164-2016-01268. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: successful percutaneous retrieval of a leadless pacemaker due to an acute rise in pacing threshold. Indian pacing and electrophysiology journal. 2017. 1-3. Https://doi.org/10.1016/j.ipej.2017.10.002. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding leadless implantable pulse generator (ipg) implantation. The article reports that during the implant procedure, the leadless ipg was implanted at the right ventricular (rv) apical septum with un satisfactory pacing thresholds. The device was recaptured and implanted at the high rv septum position. The pull-and-hold test was performed and the parameters were satisfactory. During thirty minutes post-implant, the pacing threshold gradually increased. The leadless ipg was successfully retrieved and a new delivery system and device was used with no reported complications. The status of the leadless ipg is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.